Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash under all three therapy electrodes. Patient described rash as bleeding, has an odor, and painful. Patient did report having an allergy to nickel. The patient was prescribed 2 ointments by a physician, one was lotrimin and the other was for fungus. The patient advised the area is improving.